Event description:
It was reported that during a lap roux-en-y, the trocar was leaking pneumo throughout the case. This was the primary operative port and 5mm instruments were being used. There was excessive leaking while using the 5mm instruments. The same device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.